Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
The pacing lead impedance over the last 6 months has risen from 800s to 1600 ohms. The shock impedance remains normal and steady. Sensing and capture are steady and normal. During routine changeout, the pace/sense portion of the lead was capped. A pacer lead was implanted in place of the pace/sense portion.